Manufacturer narrative:
(B)(6). H10: the actual sample was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there was leakage from the screwed connector return. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an external blook leak from a prismaflex m150 set c during treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.